Event description:
It was reported that the device's air in line sensor was damaged. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation in used condition. Device evaluation confirmed the customer's complaint of air in line sensor damaged through visual inspection. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. Functional testing was performed. The air sensor was replaced.